Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is 200 to 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking insulin to manage diabetes. Customer provided that they have not had any recent changes to diet, medication, or exercise. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced test results of 541 mg/dl and 502 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 02/13/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results performed: (B)(6). Adverse event not reported.